Manufacturer narrative:
Concomitant products: model: d314trg, ICD; implanted: (B)(6) 2012.

Event description:
It was reported that the patients right ventricular (rv) lead had triggered a lead integrity alert (lia) and exhibited high impedance, increasing and high thresholds, oversensing noise and short interval counts (sic), resulting in an inappropriate therapy being delivered to the patient. A lead fracture is suspected. The lead was reprogrammed "off" and the patient was provided a lifevest until a later date when the lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.